Manufacturer narrative:
The medical center discarded all impella product. No investigation to root cause is possible. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an 11 day support with an impella cp in 5/2022. The jpvad registry team later reported in 8/2022 an access site bleed. The bleed was treated by blood product infusion. The bleed was attributed to the impella access and combination with anticoagulation.